Event description:
It was reported that a user experienced progressive hyperglycemia after changing ilet pump supplies, with a manual glucose reading reaching 468 mg/dl, and the agent suspected incomplete tubing and cartridge filling; insulin delivery was resumed and a subsequent infusion site change was performed, after multiple attempts. Customer care agent provided support that included guided troubleshooting of pump supply replacement, infusion site replacement, tubing fill, and cannula fill, along with follow-up to verify glucose stabilization. Investigation of this case revealed probable user-related setup error leading to inadequate insulin infusion prior to the successful site and system re-priming. Symptoms included polydipsia associated with high blood glucose. Outcomes included glucose trending down to 181 mg/dl by fingerstick, unrelated to the pump without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user setup error during infusion set and reservoir preparation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.